Event description:
It was reported by the patient's daughter that, approximately three weeks after a coronary artery drug eluting stenting treatment procedure, a patient death occurred. Prior to the stenting procedure, the patient "had a heart attack." An unspecified taxus express2 drug eluting stent (des) was implanted in an unreported vessel. The patient was discharged home and "within hours passed out." The patient went back into the hospital and "it was downhill from there. He had three strokes, bleeding internally and (the reporter thinks) kidney issues. He lapsed into a coma and died. The stroke was very severe." Further information has been requested but none has been received as of the date of this report.

Manufacturer narrative:
H6. The delivery device was disposed and the stent remained in the patient. Therefore no analysis could performed. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined. The cause of the difficulties stated in the complaint could not be determined.